Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection was performed using naked eye. Functional testing performed included leak testing, clear passage test, clamp function testing. Visual and functional testing verified the reported leak. The cause of the leak was determined to be two small cuts in the drainage bag identified during visual/functional inspection. The cause of the cuts was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a drain bag of a disconnect y set leaked. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.